Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A functional test was performed and passed relevant testing. The log was downloaded and reviewed finding errors related to the complaint because an indication was observed in receiver log within the investigation window. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was confirmed. The probable cause was undetermined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.